Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: fa-2020-055. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the tubing and twist sleeve of a minicap transfer set; further described as "twist sleeve damaged". This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury; however, the patient was prescribed prophylactic antibiotics. No additional information is available.